Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-7800 serial/batch number (B)(6) was received for investigation. Visual evaluation found signs of wear and tear. Functional testing with a suture passing through the hole found that the suture frayed when pulled. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On 07/12/2024, it was reported by a sales representative via (B)(4) that an ar-7800 fibertape cerclage tensioner was prematurely cutting the cerclage while tensioning. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.